Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation cannot be confirmed as the device was not returned for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is a user error mishandling the device.

Event description:
On 10/19/2023, it was reported by a sales representative via (B)(4) that (2) abs-10061t prp kits malfunctioned. This occurred during a prp injection. After drawing blood and correctly setting up the machine and disposable set, there was a blood leak and spurt that occurred next to the rotor. Right when it was noticed, the blood was piling up outside of the tubing. They immediately paused the system. It seemed as if there was a puncture in the tubing or it was leaking at the junction. The second kit had an issue with the locking mechanism and wouldn¿t ¿click¿ easily until it was really forced in there. The patient felt extremely uncomfortable and did not want to continue with the injection.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.